Event description:
It was reported that cartridge would not snap onto pump and caller believed tap on new pump was longer than on old pump. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge and pump areas as directed, cleaned tap area, sent photo of pump, and then tried a new cartridge that fit, after which customer successfully attached cartridge, completed load process, and resumed insulin with guidance from technical support.